Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2016 between 4-5pm when blood glucose results of 77, 31 and 41mg/dl were obtained using the subject device, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages her diabetes using pills, diet and/or exercise and reportedly increased her food/drink consumption in response to the alleged issue. The patient claimed experiencing symptoms of incoherent, light-headed and couldn't walk or stand just before or at the same time as the alleged issue began. The patient reportedly self-treated with food/drink. The patient confirmed that her blood glucose was not measured using any other device at the time of the alleged issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, an approved sample site was used for testing, the patient's testing procedure was correct and the test strips were not expired. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurate" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.